Event description:
It was reported that the patient¿s pump had been empty since (B)(6) 2013. The pump previously delivered dilaudid but they starting weaning the patient off of the medication in (B)(6) 2013, after 5-6 years of use. The pump was filled with saline in (B)(6) 2013 and in (B)(6) 2014; however, the last time they did not put anything in the pump. The patient stated that she had been in the hospital several times because her liver enzymes had been elevated and she had to go to internal medicine. The doctor did more blood work and the results were normal. The patient stated that she had lab work done in (B)(6) 2013 and had not yet received the results. The patient noted that she had spent (B)(6) in the hospital. The patient stated that she lost weight beginning in (B)(6) 2013 and the pump site had since been hurting and pinching. The patient stated that it felt like bees stinging. The patient stated that she though it was just because of where the pump was implanted and because she had lost weight. The pump was to be removed due to battery longevity as the patient stated that the pump only had a few months left on the battery. The patient stated that they wanted to implant another pump but wanted to fill it with prialt but the patient did not want the pump filled with prialt due to potential side effects and because she is ¿allergic to everything¿. The patient was to return to the clinic ¿the first part¿ of (B)(6) 2014 to schedule the replacement. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).